Event description:
Our rep is reporting that during an arthroscopic knee repair, the surgeon noted that there were metal shavings emanating from an offset aimer and a baypin and falling into the patient's body. All of the debris was removed and the procedure was completed successfully without further incident or harm to the patient. Also see associated MDR 1221934-2008-00371.

Manufacturer narrative:
Mitek is at this point in time awaiting the receipt of the complaint device towards conducting a root cause analysis. The evaluation results will be the subject of the follow-up report.